Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there have been lead integrity alerts triggered for the right ventricular (rv) lead due to meeting two oversensing criteria of high rate non-sustained episodes and sensing integrity counter (sic). It was noted that the high rate non-sustained episodes show t-wave oversensing (twos) on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.